Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and enf-vh used in combination were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and enf-vh used in combination, and found that the enf-vh was malfunction. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the the failure of enf-vh used in combination.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; -no abnormalities were noted in the appearance of the device. -the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the olympus flex videoscope enf-vh was connected to the device during the procedure, the endoscopic image was not displayed. The user plugged in and unplugged the videoscope, but the problem was not solved. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.